Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during preparation for a transcatheter oily chemoembolization treatment procedure, it was difficult to remove the catheter from the hoop. The target lesion was located in the liver. This 105 x 10 renegade hi-flo micro catheter was flushed with heparin saline to activate the hydrophilic coating prior to removing the renegade micro catheter from its carrier hoop. After flushing the device, it was still difficult to remove from the carrier hoop. The micro catheter became badly kinked as it was attempted to being removed. The device was not used and the procedure was continued with another of the same renegade hi-flo device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a shaft fracture on the renegade micro catheter.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection determined that the catheter shaft was broken 28.6 cm from the proximal with 8 cm of braid exposed. Physical testing was performed and the test confirmed the presence of coating, however, coating damage was evident distal to the break. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The device history record review confirms that the catheter met all material, assembly and performance specifications. The most probable root cause is determined to be user related due to the failure of adequately flushing catheter carrier tube with heparinized saline to activate hydrophylic coating. The dfu states that "it is recommended that continuous flow of appropriate flush solution be maintained". (B)(4).